Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received premature discharge battery alarm. Customer was able clear alarm and did rewind insulin pump. Customer stated that alarm reoccurred after changing battery. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected a21 and a17 alarm anomalies noted. (B)(4).